Event description:
The patient's wife reported that v-go two devices have fallen off the patient's body. The patient's wife explained that the first device to fall off was when the patient bumped into something and the device was knocked off his body after about three hours. The patient's wife stated the second device to fall off was while the patient was sitting on the back porch and lifted up his shirt to see the device had fallen off. The patient's wife stated that device was only worn for 8 hours. The patient's wife stated both devices were worn on the patient's abdomen and the site was properly prepared prior to attaching them. The patient's wife reported the patient does a lot of physical activities such as working on the farm and because of that he sweats a lot.